Event description:
This case is a solicited report from the united states regarding a report received from a nurse via a specialty pharmacy. The patient was a (B)(6) female who first received tyvaso (treprostinil) on (B)(6) 2013 for pulmonary arterial hypertension. Inhaled treprostinil dosage was at 54 micrograms (mcg) (nine breaths), frequency not reported, via inhalation at the time of the event. On (B)(6) 2013, the patient's device sparked when she plugged it in. Inhaled treprostinil dose was not changed due to the event. The outcome of device sparked when she plugged it in: unknown. (B)(6).